Event description:
Written report and photographs received. The report states " off/tubing-connector" noted "before any attempt to use by anyone." Photographs shows that the female luer lock adapter separated from the tubing. National complaint coordinator (ncc) further states," the user reported that the tubing easily came off from the female connector when they took off paper taped." "Customer reports no injury or medical intervention."